Event description:
Complainant alleged that while attempting to defibrillate a patient that possibly drowned, the device displayed a "bridge test failed" and "pacer fault 117" message. Complainant indicated that the patient subsequently expired.